Manufacturer narrative:
A spacelabs technical support representative remotely restarted the xhibit telemetry receiver (xtr) and confirmed the issue was resolved. While definitive cause was unable to be determined, it is believed that there was a network interruption that may have caused the reported failure. Recommendations were made to the customer to upgrade the xtr to the most recent software version and ensure that all network hardware has the latest firmware to improve network performance.

Event description:
The customer reported that while monitoring telemetry patients, one of the patients was intermittently being replaced by an empty channel. There was no patient or user harm associated with this event.